Event description:
A company representative reported via email that the customer called to upgrade her insulin pump and stated there were motor errors when the pump would run out of insulin. The device was requiring battery changes every two weeks and suddenly powering down.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.